Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol). Premature battery depletion was alleged. A 'save to disk' was performed and analysis revealed normal battery depletion, however, the eol charge time of 30 seconds was probably the result of the extended charge time (CT) issue with increased battery impedance. A boston scientific technical services (ts) consultant recommended device replacement. The device was explanted, successfully replaced, and returned to boston scientific for analysis.